Manufacturer narrative:
One tr band 2 was returned to for evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1.5ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the check valve assembly. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. No damage was found in the check valve. The complaint can be confirmed for air leakage issues. The cause is a foreign matter in the check valve that prevents the valve from sealing, leading to a leak. The operations quality engineer was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that after a percutaneous coronary intervention (pci) from radial artery access, a tr band 2 was placed on the patient and inflated with 18ml of air. The sheath was removed, and site looked to have patent hemostasis. After approximately one (1) minute the tech in the room noticed the access site was bleeding. The band was attempted to be re-inflated; however, the band would not hold air. Pressure was held on the brachial artery to allow for application of the new band. A second tr band held air and achieved patent hemostasis. There were no patient complications noted. The case was completed as planned. The blood loss was less than 250cc's. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was on (B)(6)2023: 18ml of air was initially injected into the tr band when it was applied. An unknown amount of air was put in the band when reattempting to inflate for the second time. One minute after the band was reattempted to be inflated for the second time, the band started to deflate. The device was not manipulated before use in any way. The product was stored in the storeroom with all other products. The patient was in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3: patient sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: unknown e3: occupation: registered technician (rt) the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.